Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the consumer was received on 2017-08-14 and reported that there was a pocket issue. The health care professional (hcp) put the stimulator halfway up their back and the patient was getting ready to have surgery again to change the implant position because they could not reach the implant when trying to recharge it. The revision was scheduled but had not yet occurred. The implant date and start of the issue was (B)(6)2017. No further complications were reported.

Event description:
Additional information was received from a consumer. It was reported that the patient weighed (B)(6) at the time of the event. The patient was told to wait 2 months and to let the healthcare provider (hcp) know if the issue of the ins pushing on the ribs resolves on its own. No further complications were reported.

Manufacturer narrative:
(B)(4) added and should have been coded in regulatory report 3004209178-2017-06007 as it was described.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information reported that the same issue was still occurring. No further complications were reported.

Event description:
Information was received from a consumer implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient's ins was implanted in the middle of his back on the left side which pushes up in his ribs when he sits or lies down. At his initial appointment with the surgeon, the patient requested the surgeon place the ins higher up however the surgeon said no because there were too many nerves; yet, it was implanted too high. Patient stated he can't reach the ins with his programmer antenna. The manufacturer representative (rep) was also present and the patient was upset the rep did not instruct the surgeon on his placement. The patient was informed surgical placement is a medical decision and the rep is not a healthcare provider and does not have standing to make those comments unless asked. After the implant, the rep turned the unit on and left and did not provide any training. The patient's stimulation was down his arms despite they were implanted for neck issues. Another rep reprogrammed the patient's stimulation to get it to the right place. Patient stated therapy works great; however, if he needs a revision, it would be difficult as they work through the (B)(6)system and from the trial to the implant took a year. No further patient complications have been reported as a result of this event.